Event description:
A 3.0mm diameter by 35mm length medtronic ave achiever ptca balloon was placed across a distal lesion in the circumflex coronary artery. The balloon was inflated and brought back to the proximal lesion site. The balloon was inflated a second time when it was discovered that it would not deflate. They attempted to manually deflate the balloon with three different size syringes (10cc, 20cc, 30cc). However, it could not be deflated so they flushed the lumen of the balloon catheter and tried unsuccessfully to deflate the balloon with a 20cc syringe. The pt was experiencing st elevation contributed to several minutes of balloon inflation. Therefore, the physician attempted to remove the balloon, guide catheter and guide wire as one unit. Upon removal, the balloon caused a reported pseudo aneurysm in the iliac artery and the pt was sent for emergent surgery. The pt was reported stable post surgery and there was no add'l clinical sequelae reported related to the event. It was reported the device had an expiration date in 2000.